Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco or lobectomy procedure, the screen of the device became dark and a state like powered off at third firing. The nurse who collected the device after the procedure stated that the handle was hot. Another device was used to complete the case. The event occurred during the procedure but the product was not used for patient.